Event description:
It was reported that the patient underwent surgery to replace a depleted battery of an implantable neurostimulator (ins). During replacement surgery, the extension broke off at the connector site to the ins. The neurosurgeon did not feel that the extension was in good enough condition to proceed with the replacement surgery. The surgeon decided not to proceed due to the unexpected circumstances. The patient was rescheduled for implantation of new extension and battery. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Extension model 7489-66 (B)(4) implanted: unknown explanted: 2012-(B)(6). The initial MDR was filed as MFR report # 3007566237-2011-09142. Additional review indicated the correct manufacturing site was site # 9614453.

Manufacturer narrative:
Extension model 7489-66, serial # unk, implanted: unk, explanted: unk.

Event description:
Additional information received reported that the depletion of the itrel was normal. The battery was six years old. There were no signs of an extension fracture before the explant, and nothing special occurred during the explant procedure. Photographs of the itrel showed that both extension prongs broke at the point they entered the neurostimulator. It was later reported that a new extension was implanted together with a versitrel neurostimulator on (B)(6)-2012. Since then the patient was "ok", according to the physician on (B)(6)-2012.

Manufacturer narrative:
Analysis of the neurostimulator model 7425, serial (B)(4) found no anomaly. Analysis of the extension model 74895147, serial (B)(4) found all conductors were broken in the connector pins at the proximal end of the extension. Both connector pins were broken off.